Event description:
It was reported that the patient presented for post-operative follow-up with an elevated capture threshold exhibited by the right ventricular lead. An attempt was made to reposition the lead; however, the capture threshold was poor and the sensing current was reversed. The physician commented that the lead's structure was abnormal. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of high capture threshold and ¿abnormal product structure¿, were not confirmed. As received, a complete lead was returned in one piece. X-ray inspection found that the inner coil at the connector region was over-torqued, consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.